Manufacturer narrative:
Device sample received and analysis complete. Manufacturers investigation of the returned device and manufacturing records found the device to be outside of manufacturer specification. While the defect identified may have caused or contributed to the patient's condition, it is unlikely to result in a death or serious injury were it to reoccur.

Event description:
This incident was reported by the treating healthcare provider (hcp). According to the report, on (B)(6), the patient experienced eye pain following insertion of a new contact lens and subsequently sought medical attention. The patient reports the eye pain persisted after lens removal and was accompanied by slight tearing. Upon examination, a lens-shaped mark was observed on the cornea, and the patient was diagnosed with a corneal ulcer and uveitis in the left eye. Gatifloxacin hydrate and sodium hyaluronate ophthalmic solutions were prescribed. The patient returned for follow-up examination on (B)(6), the hcp reports symptoms had improved, treatment was discontinued, and the patient was cleared to resume lens wear. As of the date of this report, additional information is unknown. While the event is fully resolved without permanent injury or impairment indicated, this event is being reported in an abundance of caution due to the unknown or unspecified size, location, or severity of ulcer and associated uveitis, and the potential for medical interventions, including medication, being necessary to prevent or preclude the occurrence of permanent injury or impairment associated with some corneal ulcer and uveitis events. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Additional medical information was received, this no longer meets the criteria of a reportable adverse event. Refer to the following fields for updated or corrected data: b2, b3, b4, b5, g6, h2, h6.

Event description:
This incident was initially reported under reference 9614392-2026-00001 on (B)(6) 2026, as a corneal ulcer with associated uveitis, pain, and tearing. Additional medical information received from the treating physician's office on (B)(6) 2026, indicated that the patient had initially sought medical attention due to a foreign body sensation. Ecp diagnosed the patient with non-serious keratitis that was fully resolved within seven calendar days. Based on this new information, the manufacturer has determined that the incident no longer meets the criteria for a reportable adverse event as it is indicated that the event did not result in serious or permanent injury, nor were the medical interventions, including prescribed medications, to prevent or preclude such an occurrence. Any further information received will be evaluated, and a follow-up report will be submitted if deemed appropriate.